Event description:
The pt experienced an overdose with symptoms of hypoxia and lethargy. She was taken to the ER. The physician stated that the pt may have been taking oral medications in addition to the pump medication. The physician wanted to stop the pt's pump. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).